Event description:
Reporting status: death. Reporting rationale: death. Device issue: none. It was reported that pt coded in the cardiac care unit (ccu) shortly after transfer from the cardiac cath lab and expired shortly afterwards. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: engineering reviewed the incident info. Based on the device history records, the device was in working order and left abbott vascular instruments gmbh in rangendingen as per specifications. All samples passed the in-process controls during MFR of the devices. It is reported that the pt coded in ccu shortly after transfer from the catheter lab and expired shortly afterwards. No info regarding the procedure was provided. No device malfunction is identified in the complaint description; therefore, it is not possible to determine if the graftmaster stent caused or contributed to the pt's death.